Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The customer declined to perform troubleshooting. The customer stated that his glucometer differed with the hospital's glucometer by 150 mg/dl. The customer was also suffering from back pain and other illness-related issues at the time of the event. Nothing further was reported.